Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that the evita xl vent turned off briefly with a high pitched alarm. The screen was black and then came back on. There was no patient injury.

Event description:
Please see initial report.

Manufacturer narrative:
To investigate the reported behavior of the evita xl (production date in (B)(6) 2006), the logbook was analyzed. On the reported date of event, the device was not in use. However one day earlier, on (B)(6) 2018, warmstarts could be seen in the log file without a device related error being logged. During a warmstart, the screen turns black and the device opens the airway system to allow spontaneous breathing of the patient. This process is accompanied by an alarm as reported by the user. A boot sequence lasts approx. 8 seconds. The logged entries show that after performing six warmstarts, the ventilator continued ventilation with the parameters set by the user until the device was turned off by user interaction. The device was checked after the event by the local biomed. During those tests no deviations from the specification were found. Based on the analysis, the most likely cause of the warmstarts is an external disturbance due to electrostatic or electromagnetic effects above the immunity levels according to iec 60601-1-2, which were valid at the time of device sale. The device has met the specifications during testing and can be used again at the hospital. The device has behaved according to specification to this situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.